Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l4. No intraoperative adverse event was reported. At the follow-up period, it was reported that the patient developed recurrence of pain at the treated level one year post-op. The event severity was mild and the pain managed with medication treatment. According the report, the pain was transiently worse but it was currently improved. The event outcome for recurrence of pain is reportedly ¿resolved¿ at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.